Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02510, 0001822565-2022-02513. Concomitant medical products: medical products: item#: unknown, unknown humeral head; lot#: unknown. Item#: unknown, unknown glenoid, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty on and unknown date. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. Multiple attempts have been made to obtain additional information, but have not received a response.

Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty on an unknown date with non-zimmer biomet products. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. Response.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.